Event description:
During a tonsillectomy procedure the doctor noticed that a piece of black material from a tonsil tip device had chipped off and fell into the patient. The doctor recovered the chipped piece from the patient with no patient impact or injury.

Manufacturer narrative:
(B)(4). Method, results, conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event # (B)(4). Testing performed: complaint device: device: tna product code (sku):ps300-002 serial / lot number: (B)(4), expiration date: 2016/06 quantity returned: 1 visual inspection: device returned in generic (B)(4) box with paper packing material. Inside the packing box, a (B)(4) shipper bag contained a biohazard bag with card containing notes, tray cover, a business card with notes and device. Note: only device and tray lid returned, no other accompanying information from original package: sample vial with tonsil tip and black piece tapped to side blood on hand-piece indicates use chipping on tip observed: functional inspection: as doctor continued to use device after chipped noted, confirm functionality on generator generator type unconfirmed, but suspected to be p1 (per gch). P1 generator 6793 used, (calibrated (B)(4) 2012, due (B)(4) 2013 note: generator recalibration due on last day of month, and eeprom disabler used. Device partially submerged in saline and normal function observed lhr review: no abnormalities were present when reviewing the lhr. All devices underwent the proper testing and assembly. Investigation conclusion: device complaint is confirmed. Device tip had obvious voids in the coating as evidenced above. Device functionality was not questioned, and appeared to function normally when submerged in saline. It cannot be determined what caused the coating on the tip to chip / flake / peel but it is possible that improper manufacturing (coating thickness), or user error (bending the device excessively or not cleaning in accordance with IFU) caused or contributed to the incident. Complaint will be tracked and trended for future instances of the failure mode to determine if further action is warranted. (B)(4).

Event description:
During a tonsillectomy procedure the doctor noticed that a piece of black material from a tonsil tip device had chipped off and fell into the patient. The doctor recovered the chipped piece from the patient with no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.